Manufacturer narrative:
Section b3: date of event: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient's right eye due to the patient's complaints of foggy vision since postoperative day. There was no residual prescription and the posterior capsule was clear, but the optical square index (osi) was elevated. Vision did not improve over time and the patient reported foggy vision at both distance and near, which was debilitating, as they could not read close up, including on their phone, newspaper, or crossword. Iol was replaced with an unknown lens. The patient's pre-operative vision was 20/20 and j5, while the post-operative vision was 20/30-1 and j4. The patient has fully recovered. No further information was provided.